Manufacturer narrative:
The manufacturer performed three investigations pertaining to the case. A gross examination, visual inspection and simulation of use were performed. The returned valve prosthesis was received in dry conditions and blood stained. The valve was inside a plastic jar for specimen where a label reported the size 25 l and s/n (B)(4). The visual inspection performed on the returned prosthesis confirmed the absence of defects. A simulation of collapsing, deployment and ballooning phases was performed in order to replicate the reported event, according to the IFU (instructions for use) pertaining to the percival s ¿ sutureless aortic heart valve. In particular the deployment and ballooning phase was performed on a silicon aortic root reinforced at the annulus level by means of an o-ring. This was fixed around the level annulus of the silicon aortic root in order to mimic the anatomical condition. No problems were encountered during the collapsing, ballooning and deployment phases. While the returned valve was in the silicon aortic root the valve remained fixed within the annulus and did not display any anomalies. Based on these investigations it is assumed the reported event was not attributable to any valve malfunction. Based on the event information provided, the valve size was changed at the time of operation. It is therefore reasonable to conclude that mis-sizing contributed to the reported event. If further information pertaining to the case is received the case will be reassessed.

Event description:
On (B)(6) 2018 a percival pvs25 was implanted. The patient exhibited atrial fibrillation, arterial hypertension and apoplexy pre-operatively. The device was explanted due to unknown reasons (B)(6) 2018. It was replaced with a percival pvs27. Patient outcome is unknown.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.